Event description:
According to the reporter, intra-operatively, the stapler could only be fired halfway. The staple line stopped from the central line. Afterwards, the jaws were not opening and would not straighten from being articulated. The reload was resected off the tissue to resolve the issue. The surgical time was extended for 30 minutes due to the issue. The reload also was unable to be unloaded from the adapter. The reload just unloaded with the retraction tool.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a view of a signia adapter inserted through a trocar and connected to a 60mm reload. The reload was noted to be clamped and articulated and tissue could be seen in the jaws. The second returned photo contained a zoomed in view of the reload. Again, the reload was noted to be clamped on tissue and articulated. The position of the sled could not be determined. Visual inspection of the returned device noted that the reload was partially fired with the interlock engaged. The jaws were open. The reload was not articulated. The stapled tissue was returned with the reload but was no longer attached to the reload. The I-beam was fully retracted. Staple pushers were visible at the 3cm cut line. During functional testing, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument locked on tissue and the reload was difficult to straighten. The reported issue were confirmed. The most likely cause could not be established from the information available. It was also reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.